Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the customer attempted, was unable to use the accu-chek system due to a test strip being stuck in the meter. A request was made for the return of the meter and the strips, replacement was sent.